Event description:
It was reported that the unspecified bd¿ pegasus catheter was deformed. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was puncturing, the patient did not cooperate, resulting in the nurse's puncture failure. The nurse pulled out the hose and found that the hose was deformed and could not be used in normal production. The incident was caused by a failed puncture by a nurse, and the hospital did not require follow-up treatment.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1 initial reporter phone #: (B)(6). D.4 device expiration date: unknown h.4. Device manufacture date: unknown h.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.